Event description:
Caller alleging receiving discrepant low inratio value. Date: (B)(6) 2014; inratio 1.4; lab: 2.8. One hour between testing. Patient's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
The customer reported a discrepant low inratio inr result during testing. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Further investigation will not be pursued at this time. As there is no indication of a product deficiency, no corrective action is required at this time.